Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal vascular closure device experienced a suture lock during use. When the device and insertion sheath were withdrawn to position the anchor, the device locked and could not be pulled. The tube between the sheath cap and the device cap was cut, allowing for successful withdrawal of the device. The collagen was deployed using the tamper tube while tension was applied to the remaining suture. Hemostasis was subsequently achieved. The type of procedure performed was hemostasis. Estimated blood loss was less than 250 cubic centimeters. No additional equipment or devices were used in conjunction with the product.